Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on an unknown date, his/her adc blood glucose meter displayed an error message (customer did not remember the error message). As a result of this issue the customer was unable to test. On an unspecified date, the customer experienced symptoms of ¿high glucose¿, described as ¿ill, double vision, uncoordinated movements¿, followed by a loss of consciousness. The customer was taken to a doctor, diagnosed with hyperglycemia and treated with an injection (type of injection not reported). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Manufacturer narrative:
This report is being filed as a correction.

Event description:
A customer reported that on an unknown date, his/her adc blood glucose meter displayed an error message (customer did not remember the error message). As a result of this issue the customer was unable to test. On an unspecified date, the customer experienced symptoms of ¿high glucose¿, described as ¿ill, double vision, uncoordinated movements¿, followed by a loss of consciousness. The customer was taken to a doctor, diagnosed with hyperglycemia and treated with an injection (type of injection not reported). There was no report of death or permanent injury associated with this event.